Event description:
Doctor was inflating a z-med ii balloon dilatation catheter, size 28mm x 4.0cm catheter, size 28mm x 4.0 cm, model number so071, and lot # zz-2893, expires 02/2010, when it suddenly burst in the patient's left iliac artery. He was able to retrieve it. It burst into two parts and was able to retrieve the broken part w/o much difficulty and we ensured the pieces matched up very well. Diagnosis or reason for use: vascular surgery.